Manufacturer narrative:
The orbit mini complex fill coils (637mf0202/15467360 and 638mf0407/15444759) stretched during insertion into the aneurysm. After the coils stretched, the entire coils and delivery systems were removed from the patient without any issues or loss of target site. The coils remained attached to the delivery system. There are no further details available regarding the placement/positioning of the coils prior to stretching or vessel/aneurysm characteristics. The same sl-10 (mc) microcatheter was used to complete the procedure, and an adequate continuous flush was maintained through the mc at all times. No damages were noticed after the mc and there were no kinks in the mc that may have contributed to the event. No resistance was met during insertion or any other time, and no additional force utilized to advance or remove the coils/delivery systems. Other than the reported event, no other damages were noticed with any other section of the devices/coils (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube and the embolic coil was found stretched, no other anomalies were noted. The distal section of the support coil, gripper and embolic coil were found outside the introducer. The gripper and embolic coil were inspected under the microscope and no anomalies were noted apart from the noted stretched condition of the coil which was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The cause of the kinks found on the device and the reported stretched condition of the embolic coil condition could not be determined. With review of the device history records and the analysis, there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. With review of the available procedural information and analysis of the returned device, no conclusion can be made regarding the event. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00031& 1058196-2012-00032.

Event description:
The orbit mini complex fill coils (637mf0202/15467360 and 638mf0407/15444759) stretched during insertion into the aneurysm. After the event, the entire coils and delivery systems were removed from the patient without any issues and loss of target site. The same sl-10 (mc) microcatheter was used to complete the procedure, and an adequate continuous flush was maintained through the mc at all times. No damages were noticed after it was reshaped, and there were no kinks in the mc that may have contributed to the event. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coils/delivery systems. Other than the reported event, no other damages were noticed with any other section of the devices/coils (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc).

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube and embolic coil was found stretched, no other anomalies were noted. Distal section of support coil, gripper and embolic coil were found outside the introducer. Gripper and embolic coil were inspected under the microscope and no anomalies were noted apart from the one on the embolic coil (stretched). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil unraveled/stretched" was confirmed, during analysis the embolic coil was found stretched; the cause of this and the other damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore, no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00031& 1058196-2012-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2012-00031& 1058196-2012-00032. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.